Event description:
It was reported that impactor broke during procedure. No pieces fell into surgical site, or sterile field. Smith and nephew backup was used. No delay to procedure, no injury to patient. Device will be returned.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The anterior cam bumper was fractured but still attached to the device. The bumper was heavily damaged around the fracture site. The device was manufactured in 2017 and exhibits signs of extensive wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.